Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the no delivery alarm two or three times a week. The customer's blood glucose was 219 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. The customer stated that she would monitor the issue and call back if the issue persisted. Advised that replacement supplies would be sent. Nothing further reported.